Event description:
It was reported that the device exhibited an error for ¿no cassette detection¿. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. E1 - initial reporter phone 022 420 64 80 (81). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue. The root cause was determined to be the downstream occlusion (dso) sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.